Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal menstrual bleeding/prolonged menses") and pelvic pain ("pain/ pelvic pain") in a 31-year-old female patient who had essure (batch no. 976386 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular (1 year), anemia and endometrial polyp. Concomitant products included medroxyprogesterone (depo provera) from 5-jul-2012 to 5-sep-2012 for contraception, medroxyprogesterone acetate (provera) from 19-apr-2017 to 6-jul-2017 and oral contraceptive nos since (B)(6) 2015 for menstrual cycle management as well as cilest (ortho tri-cyclen) from 5-may-2017 to 31-jan-2018 and oxycocet (percocet). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months 12 days after insertion of essure, the patient experienced vaginal discharge ("irregular vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful sexual intercourse / dyspareunia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles since placement of the essure"), ovarian cyst ("ovarian cysts") and uterine polyp ("an endometrial polyp"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy), surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy.) And surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, vaginal discharge and vaginal haemorrhage had resolved, the alopecia had not resolved and the menstruation irregular, ovarian cyst and uterine polyp outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in (B)(6) 2015, patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. As per pfs, onset date of pain was reported as (B)(6) -2012 (prior to essure). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: fallopian tubes were bilaterally occluded (B)(6) 2012: hysterosalpingography results: 1. No endometrial abnormalities identified. 2. Successful bilateral tubal occlusion status post essure placement. On an unspecified date, patient performed a transvaginal ultrasound, where he found right and left ovarian cysts and an endometrial polyp. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet received. Concomitant medications added. Events menstruation irregular, ovarian cyst, uterine polyp were newly added. On 24-jul-2018: quality department mentioned that the reported lot number 976386 was invalid. FDA codes were not changed. No follow-up ptc investigation will be provided. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal menstrual bleeding/prolonged menses") and pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. 976386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular (1 year), anemia and endometrial polyp. Concomitant products included contraceptives nos since (B)(6) 2015 for menstrual cycle management as well as cilest (ortho tri-cyclen) from 5-may-2017 to 31-jan-2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months 12 days after insertion of essure, the patient experienced vaginal discharge ("irregular vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful sexual intercourse / dyspareunia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, vaginal discharge and vaginal haemorrhage had resolved and the alopecia had not resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in (B)(6) 2015, patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: fallopian tubes were bilaterally occluded (B)(6) 2012: hysterosalpingography results: 1. No endometrial abnormalities identified. 2. Successful bilateral tubal occlusion status post essure placement. Most recent follow-up information incorporated above includes: on 6-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Insertion date updated to (B)(6) 2012 and removal date updated to (B)(6) 2017. Lot number (976386) added. Concomitant medications added. Lab data added. Events abnormal bleeding (vaginal) and pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding/prolonged menses"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. The reporter commented: beginning sometime in (B)(6) 2015, patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.